Event description:
It was reported that customer experienced an unresponsive touchscreen on pump. No additional information was received regarding the outcome of the event or any impact to the customer¿s blood glucose level. Customer had already reported issue to customer support team and declined further contact, and technical support planned to attach full email in record notes for documentation.

Manufacturer narrative:
In use at the time of the event:cgm model: unknown.mobile os: unknown.